Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Shunt vein antegrade approach was performed to treat the shunt stenosis. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified vein. After the non-bsc guidewire crossed the lesion, a 7.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the second inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.